Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from australia that during an unspecified surgical procedure, it was observed that one attachment device had a bearing ring fell out completely while the other attachment device had fragments fell out. It was reported that the event occurred while pulling the drill bit device out. It was further reported that the event occurred after use on the patient and therefore no fragments fell inside of the patient. According to the reporter, there was no visual damage observed prior to the use of the devices. There were no delays in the surgical procedure. It was not reported if spare devices were available for use. There was patient involvement reported. There was no potential adverse event reported. There was no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as sep 21, 2016 on the previous report. It has been updated as oct 4, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the proximal bearing had failed but did not fall out. The assignable root cause of the failed bearing was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.